Manufacturer narrative:
One lot number was provided of the two reported malfunctions and a lot history review will be performed. Two devices were returned for the reported malfunctions. One investigation did not identify obstruction of flow. A root cause could not be determined. The devices are labeled for single use. The other second investigation is currently underway. The catalog number identified in section has not been cleared in the us, but is similar to the power port isp m.r.I., 8fr (B)(4) products that are cleared in the us. The pro code for the products is identified.

Event description:
This report summarizes two malfunctions. The information reviewed indicated that model 4808570j implantable port allegedly experienced obstruction. The information was received from various sources. The malfunctions involved patients with no reported consequences. Age. Weight, and gender were not provided.

Manufacturer narrative:
H10: one lot number was provided of the two reported malfunctions and a lot history review was performed. Two devices were returned for the reported malfunctions. One investigation was unconfirmed for obstruction of flow. Additionally one malfunction was determined to have and also been confirmed for obstruction of flow (2423) material split, cut or torn (2537/2454/3024/4008) and fluid leak (1250). Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code for the products is identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. The information reviewed indicated that model 4808570j implantable port allegedly experienced obstruction. The information was received from various sources. The malfunctions involved patients with no reported consequences. Age. Weight, and gender were not provided.